Event description:
It was reported via repair work order that the side rails were difficult to latch due to a missing latch spring. The screws on the gas cylinders needed adjustment due to being loose. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.